Manufacturer narrative:
The user in (B)(6) reported that the quality control tests failed specifications because the results fell outside the specified range on the test strip vial. This complaint is being ruled-out because the user found the deficiency of the device prior to its use. There was no injury or medical attention sought due to the issue.

Event description:
On 05/24/2016, the reporter contacted lifescan (B)(4), alleging unknown issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.